Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was tilted as a result it could not be charged and it was dead. The physician adjusted the patients ipg and was doing well.